Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that the tibia was loose.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the tibial plateau. Here we found loosened bone cement on the surface. Additionally we found folded bone cement. Furthermore we found gaps. We also found loosened and folded bone cement on the femoral component. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably patient or usage related. Rational: according to the quality standard and DHR files, a material defect and production error can be excluded. We assume a bone loosening as a causal factor. We assume that the gap was caused by explantation. It could be possible that there were problems with the cement technique too. Potential sources of faults relating to the cement: the processing time of the used cement was exceeded. Incorrect temperature. Unfavorable storage. The age of the cement. Incorrect handling of the cement. No CAPA is necessary.